Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the procedure was performed via tr ansfemoral approach into a patient with an existing failed non-medtronic (edwards) valve due to significant calcification and stenosis. Upon initial deployment of the valve, at 80% deployment, the patient became very hypotensive and decompensated. Subsequently, a constrained valve was noted due to the very stenotic nature of the patient¿s existing valve. Unspecified aortic regurgitation occurred. The implanting team chose to recapture the valve and withdraw it from the patient. The valve was scrapped and replaced. A balloon expandable non-medtronic (edwards) valve was implanted successfully due to the patient¿s condition. It was reported that no treatment was required for the hypotension and decompensation. The patient¿s blood pressure slowly increased after the valve was recaptured and withdrawn. No adverse patient effects were reported.